Event description:
Initial report: the enlighten iii 1064 nm laser was used to treat the patient's face. The treated area developed itchiness and scabs resulting in patchy areas of epidermal pigment loss (hypopigmentation). **additional information that was not available at the time of the initial report has been added below, based on findings from the investigation,** field service evaluation: the laser system was evaluated by cutera service and meets all performance specifications. In addition, there were no error codes logged on the treatment date. Patient follow-up: the clinic has reported significant improvement in the color contrast of the skin. The clinic and patient have decided to wait until the fall to complete the pico genesis procedures. We expect the skin color mismatch to continue improving over time. Root cause determination: although the clinic and patient did not specifically mention sun exposure as the reason for the hypopigmentation, cutera believes this is the most likely cause.

Event description:
The enlighten iii 1064 nm laser was used to treat the patient's face. The treated area developed itchiness and scabs resulting in patchy areas of epidermal pigment loss (hypopigmentation). The laser system is pending evaluation by cutera service.